Event description:
The event is reported as: the pt had a davinci prostatectomy in 2008. The patient recently complained of abdominal pain. An exploratory surgery was performed and it was found that a hemolok clip was left inside the pt, from the previous procedure. The clip had followed down the pt's bowel and had obstructed it. The clip was removed and no add'l medical intervention reported. No pt injury reported.

Manufacturer narrative:
Type of reportable event. The pt had to undergo exploratory surgery due to a hem-o-lok clip being left in pt. At that time it was noted that a hem-o-lok clip had followed the pt's bowel and obstructed it. No add'l medical intervention reported. No pt injury reported. The device sample is not available for evaluation. A f/u report will be filed if add'l info is received.